Event description:
It was reported that (1) device was used during a thyroidectomy intrathoracal. It was reported by the affiliate that the er320 was being used to clip the vena thyroidea interna. As the er320 did not function properly as the clips were firing jumping (firing) out spontaneously when the clips were reloading into the jaws. A second er320 was used to complete the case. Because of the time pressure, the pt lost about 1 liter of blood. Postoperative, the pt developed a huge haematoma at the mediastinum and had to be insufflated during 7 days.